Manufacturer narrative:
Restart of the software resolve the issue.

Event description:
The customer alleged that the order preview for pediatrics did not work. Orders did not arrive from (B)(6). There was no report of any adverse event or patient harm. The device was not in clinical use at the time the issue was discovered.